Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: an opened box with eleven packets of product code pdp497g was returned for analysis with the packaging closed. Upon initial inspection of the samples, no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related to damaged or breakage sutures and no defects were observed during evaluation. Functional test was performed, and the tensile strength result was above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional information was requested and the following was obtained: could you please confirm if is the first time this issue was reported? Have not been reported to jjm before. All reported cases was not involved in a procedure, this event was captured for when the reporting nurse to demonstate suture breakage for different pds product code. No patient involved/no patient adverse reported. Is it possible to provide the pc-numbers related with this report (breakage suture at knotting time)? All reported case for the same surgeon/nurse demonstrating breakage in different codes of pds as explained above. (B)(4). Are there any lot number available? Not provided, please obtain from returning devices. Was there any consequence for patient related to this issue? No patient adverse reported. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified. Trade name - irgacare¿. Active ingredient(s) triclosan. Dosage form suture/solid/parenteral. Strength = 275 g/m.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke. No adverse patient consequences were reported. Additional information was requested.